Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.gold/silver contra angle 6:1 would not hold drills; no patient injury.